Event description:
Component was implanted after sterile expiration date. Expiration date was 12-2013. Component was implanted on (B)(6) 2014. Facility was aware of this and implanted it anyway.

Manufacturer narrative:
Current sterile validation covers a (B)(4) period for blisters with tyvek lids. Product was implanted 2 weeks after the validation window. Biopro product packaged with (B)(4) has been validated to (B)(4). Testing/validation is being performed at this time to extend the sterility date on the blisters. Facility failed to heed the sterile expiration date on the product box. At this time the patient has had no problems.